Event description:
A customer reported experiencing a cgm error, specifically error 42, with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing detailed instructions for resetting the pump, and after the reset, the error code did not appear again, allowing the customer to successfully start their sensor session.